Event description:
It was reported that the customer went to the emergency room (ER) as customer inadvertently performed the load fill tubing process while connected to the infusion set site and delivered 30 units of insulin. At the time of the report to tandem technical support (cts) customer's blood glucose (bg) level was 165mg/dl. Multiple contact attempts were made by cts to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Per the tandem user guide - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.